Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above listed were implanted on (B) (6) 2009 in a revision on an existing accolade stem (implanted (B) (6) 2003). The tritanium cup was loose and painful and all of the above were removed. Acetabular components from another vendor were implanted along with a 17-0000e v40/c-taper adapter sleeve (lot w6vmmd) and 18-3675 biolox c-taper head 36mm +7.5 (lot 13929903). Also noted is that 10cc of osteomatrix bone graft made by biostructure was implanted on (B) (6) 2009 for a medial wall defect."